Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The last delivered bolus was on (B)(6) 2014 23:10 / 13iu the bolus was programmed by the customer the problem mentioned by the customer could not be reproduced.

Event description:
Caller reported patient has had gastroenteritis from (B)(6) 2014. Caller stated patient's blood glucose level was between 250-300 mg/dl. Patient's normal blood glucose range was not provided. Caller reported that on (B)(6) 2014 patient vomited blood and patient's wife called the doctor; doctor called the ambulance and patient was taken to the hospital intensive. Caller stated patient became unconscious and his blood glucose level was 1300 mg/dl on the hospital lab test. Caller reported patient received an infusion with insulin. Caller stated patient received stationary treatment; length of treatment is unknown. Caller reported patient wants to know if maybe the infusion device delivers too low insulin. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.